Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: tasp bottom- mechanical (g04) - provisional bottom. Photograph was provided that verifies the tasp is fractured and confirms complaint. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: switzerland. The customer has indicated that the product will not be returned to zimmer biomet for evaluation as the product has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the trial tibial articular surface provisional instrument fractured. No adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.